Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests due to display pattern test;serial number verification. An internal visual inspection was performed and passed. The receiver log was downloaded and reset was found in the log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.